Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented remotely through merlin.net transmission, non-sustained rv oversensing episodes and loss of capture on right ventricular lead was observed. It was also noted that the right ventricular pacing lead impedance was increasing gradually since (B)(6) 2018. Patient was called in clinic and device was reprogrammed. Patient¿s condition was good. Patient will be monitored.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2018 due to fracture. Patient was stable during and after the procedure.